Event description:
It was reported that pump battery did not charge despite being connected for more than an hour multiple times with different cables, wall adapters, and sockets, and caller saw repeated low power alerts while battery remained at 5 percent. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed different power sources and charging accessories without success, and technical support arranged for pump replacement as resolution. The customer reverted to an alternate method of insulin therapy.